Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose level. Her blood glucose was 55 mg/dl and no warning at all. Beep and vibrate behavior anomaly reported by customer and does not alert on low. Assisted customer in performing a self-test. Pump beeped during the tone test. On monday customer had a low blood glucose of 57 mg/dl, 58 mg/dl and 51 mg/dl and on thursday after lunch it was 56 mg/dl. Customer had glucose limit set at a lower number than her threshold suspend. Customer adjusted her glucose limits. The current blood glucose was 93 mg/dl. Customer did not wish to troubleshoot of the insulin pump for low blood glucose. The insulin pump will not be returned for analysis.